Manufacturer narrative:
Concomitant products: product ID 3023, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type implantable neurostimulator, product ID 3889, lot# j0437123v, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that during a surgical procedure the lead could not be inserted into the header block. The reporter indicated that an attempt had been made to insert the existing lead 5 times. A second lead was inserted into the implantable neurostimulator (ins) but it was ¿tight¿. Nothing was noted when the physician visually inspected for ¿out of round¿ electrodes. The physician reported that the lead was ¿getting caught before any flat spots¿. The following day, it was reported that a lead revision ended up being done which then fit into the ins. Patient was reportedly doing well and there were ¿no issues¿. It was later reported that the reporter thought the lead had been implanted for over 8 years.

Manufacturer narrative:
(B)(4).